Event description:
It was reported that surgeon revised patient's left hip due to pain, increased metal ions in blood and fluid build up. While performing the revision surgeon also noted significant necrotic tissue and significant metal wear at the stem neck junction which included some sort of black material.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.